Event description:
The reporter indicated that a replacement 13.2mm vticmo13.2 with a -15.0/1.0/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Reportedly, "pt notes less abberrations, sore, still blure but better."

Manufacturer narrative:
A4-a6:unk. H6: off label: acd<3.0. Claim# (B)(4).